Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28 ,lot# v792267, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported the patient¿s symptoms had returned. The patient got a lot of urinary infections. The patient experienced blood in their urine and their bladder was tender to the touch. Nitrofurantoin was prescribed for the infection. The patient also experienced bladder pressure, urgency, and frequently did not make it to the bathroom. Increasing stimulation resulted in excruciating sharp pain, causing the patient to scream and jump. The pain would subside, but had occurred twice now. Impedances were tested and did not show any shorts. The patient had fallen once after the first pain episode. The patient was also taking ciprofloxacin and one other medication for their urinary symptoms.